Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: I can confirm that the missing material/damage described above occurred outside of a surgical procedure (e.g., not while in use within the patient). There was no report of fragments falling from the device while used within a patient. No fragments fell into the patient. The patient has recovered from the procedure without post-surgical complications related to retention of foreign materials.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged grip cable at the distal end. Additional observations : the instrument was found to have a broken main tube at the distal tip. One piece measuring approximately 15mm x 4mm was missing and was not returned with the instrument. The proximal clevis was dislodged and was attached to the main tube. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of a dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.